Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient recently had battery replacement surgery and the first implantable neurostimulator (ins) had lasted 23 months. The patient had been implanted now with a rechargeable ins and they experienced some problems. The new device was ¿cross-wired¿ when it was implanted but it was ¿not that big of a deal.¿ the battery was implanted backwards. It was stated the battery was flipped and the problem was resolved with programming. The patient felt like the ins was going on and off and they felt an electrical charge down their right side fairly often and they were not talking as well or doing as well as with the previous deep brain stimulator (dbs). The patient was never able to charge up passed 75%. They suspected there was a problem with the battery. When the patient charged the day prior to report their ins battery level started at 50% and they had all 8 coupling bars. The patient tried to recharge the ins for ¿half a day¿ and they never got passed 75%. The patient did monitor while they recharged and would reposition the antenna to get 8 coupling bars. There was nothing ¿medically wrong¿ with the patient. It was further reported it ¿sounded¿ like the surgeon switched the left brain extension and the right brain extension during the battery exchange so the patient was doing poorly because the settings for the left were in their right brain and vice versa. The patient¿s doctor had switched it back during reprogramming and they felt much better. The patient was scheduled to go back to see their neurologist soon. Additional information received reported since the change out they had times when they would get an overstimulation feeling that was not associated with movement. They would also get it when they recharged, typically 20 minutes in. However, it was noted to have happened immediately on the day of report when they were in the office with the manufacturer representative and it gave them a dyskinetic feeling. They would get the same overstimulation feeling with telemetry. The impedance measurements were normal. The patient was too sore for palpation. It was further reported the patient was a high energy user. They had recharged the implant for 8 hours and could not get to 100%. It was further reported the patient tried to charge the ins the night prior to report and it overstimulated her. It was noted the ¿whole right side was jumping.¿ they felt like the stimulation was going on and off by itself. The current would go down their right side and it was the same feeling as when their doctor would program her. They were reprogrammed the week prior to report by their doctor and it worked for a little while. It was stated the non-rechargeable device had worked good but the rechargeable one had not worked well since the implant. It was not a programming issue but the battery did not work correctly. The device would overstimulate the patient and their arm would jump. Additional information received reported the patient had dyskinesia when they would recharge. The patient was given an expanded ability to reduce their stimulation while they recharged so they could charge without major dyskinesia. This allowed the patient to finally reach 100%. There was also a complaint about the patient¿s voice but it seemed the same on and off so they guessed it might be just the progression of the disease. The patient agreed that they were doing very well with their therapy and they were charging fine at the time of report.

Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomalies. The stimulator was functionally okay. Message received on the 8840 during initial review of the ins, ¿neurostimulator battery is discharged. Charge battery now.¿testing of the recharge function of this ins found it to be functioning normally. A normal charge was started with the ins at body temperature and approximately 1cm of space between the ins and charger antenna. The charge time was 4hrs 52 min. The ins charged from 3.390v to 4.060v with 100% coupling. According to the trace report obtained from the ins, the last recorded recharge session done while the device was implanted was on (B)(6) 2014. The device was recharged for 37minutes and the battery charged from 3.800v to 3.875v. The battery discharged to the lock mode on (B)(6) 2014.

Event description:
Additional information received reported that the patient described electrical feeling in her head that radiates down her right side. The patient stated that it was very unpleasant and uncomfortable sensation. The patient was unable to charge battery greater than 75 percent. The outcome was resolved without sequelae on (B)(6) 2014. Interventions included device replaced from a rechargeable to a primary cell. The event is possibly related to the device or therapy and possibly related to the implant procedure. The patient also stated that she did not feel well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the event was related to subject usability issues. It was also noted the patient felt electrical sensation at the battery site.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient's attorney reported following implant of the new device the patient's symptoms were worse than when they didn't have a device at all. They continued to steadily worsen in erratic and unexpected ways. The patient suffered from severe lack of energy punctuated by periodic "rolling"tremors which would start on one side of their body, in a foot or hand, and continue to the alternate side. Their rigidity was unbearably painful much of the time leaving the patient restricted to a prone position much of the day in order to bring some form of comfort. The patient also experienced non parkinson's symptoms of jolts and shocks which seemed to originate in their implant and shoot down their body to their toes and back up in a repetitive cycle. This would occur when the patient was attempting to recharge the battery and it would reach 75%. The patient could not charge the battery beyond this level no matter how long they kept the recharger engaged and charging. The patient and physician attempted to adjust the settings but nothing affected the "jolt" symptoms. The patient decided to have their device replaced. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37092, lot# 337540001, implanted: (B)(6) 2012, product type: accessory; product ID 3 708695, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# va01mbs, implanted: (B)(6) 2012, product type: lead; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# v992702, implanted: (B)(6) 2012, product type: lead; product ID 37651, serial# (B)(4), product type: recharger; product ID 3387s-40, lot# va01mbs, implanted: (B)(6) 2012, product type: lead; product ID 3387s-40, lot# v992702, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) updated the event to include that the patient's symptoms improved after device replacement, with no problems with the lead placement at the time of additional information. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had a loss of stimulation/therapeutic effect. A replacement surgery was required as a result of the event. The patient status at the time of report was alive with no injury and they had less than 50% therapy relief at an unknown location. The patient¿s condition declined after they replaced her last battery. They also felt stimulation like the device may have been turning on and off a couple of times a day. Additional information received reported the patient was doing wonderful.